Event description:
Prior to the procedure, port 2 would not display accurate temperature readings and the procedure was cancelled. The patient was on the table but not prepared and there were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The returned generator displayed an error message while testing in port 2. The temperature board was replaced and the unit passed all functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent procedure cancellation was due to the temperature board.